Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited failure to deliver therapy for ventricular tachycardia episodes and incorrect interpretation of signal. No intervention was performed. No patient consequences.